Event description:
Rptr indicated that the vns pt had passed away; however, no info was known regarding the circumstances. The cause of death is unk. Follow-up with the rptr indicated that they have requested the pt's death record and are awaiting its receipt.